Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted a loose header, while all seal plugs and all setscrews moved freely and operated normally. The device was put through and failed a series of automated diagnostic testing. An x-ray revealed that all but the left ventricular header wires were fractured. Laboratory analysis confirmed the reported oversensing, high pacing impedances, no pacing and header damage. The cause of the high impedances was likely due to fractured header wires. Although, evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. The enhancements have decreased reports of this type.

Event description:
Boston scientific received information that this patient was presented to the hospital due to seizures. Further follow up noted that this patient had no underlying rhythm and had experienced dizziness as well as receiving inappropriate shocks due to oversensing. It was also noted that pacing impedances were out of range on all the atrial and ventricular channels. A device replacement procedure was scheduled, and upon explanting the device a loose header was noted. The device was replaced and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.